Event description:
Reported events of events of "severe vomiting", abdominal pain, low-grade fever, dehydration, "dilated bowel loops", "free intra-abdominal bowel loops", "free pus", "fecal material in the abdominal cavity", partial bowel obstruction, and two bowel perforations within one pt from journal article: "laparoscopic adjustable gastric banding connecting tube causing small bowel obstruction and perforation", hindawi publishing corporation, case reports in surgery, vol. 2013, article ID 296037, 3 pages.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Based on the implant date, the taper type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Obstruction, bowel/gastric perforation, dehydration, vomiting, abdominal pain, fever and infection are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events.